Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was found on the pace/sense portion of the lead. The lead was explanted.